Event description:
The customer reported being hospitalized for a stroke. The blood glucose at time of the call was 116 mg/dl. Prior to her hospitalization the customer had low blood glucose. The customer was not aware that she was using a larger fixed prime than recommended. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.